Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to wrong boot of host pc (software). To resolve the issue, fse rebooted the system and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not turn on properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.